Event description:
During review of programming history for this pt's's generator, it was identified that the generator experienced a pulse disabled event (due to vbat<eos threshold) on (B)(6) 2010. It was noted in the decoder that the pulse was disabled due to vbat<eos threshold on (B)(6) 2010; however, the pulse was enabled at the same visit and at all proceeding visits. System diagnostics on (B)(6) 2012 resulted in normal results. All diagnostics proceeding that date show to be within normal limits.

Manufacturer narrative:
Review of programming history.